Manufacturer narrative:
It was reported that the cns failed to alarm for v tach when alarm limit is breached. Attempts have been made to obtain log files. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) application failed to alarm for v tach when alarm limit is breached. No consequence or impact to patient.

Manufacturer narrative:
It was reported that the cns failed to alarm for vtach when alarm limit is breached. Log files were received and investigated. Investigation results: the rhythm was analyzed by nkc. The investigation confirmed the typical conditions for vt were not met. Specifically, 1) the rr interval did not shorten 2) the qrs did not change width and 3) the qrs shape change was not recognized i.e. Both normal (n) and ventricular (v) beats were monophasic in the downward position at 16:35.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018 (B)(6), biomed, reported that there was a missed vt i.e. No alarm on their cns (model pu-621ra sn (B)(6) ) service requested troubleshooting. Service performed troubleshooting and evaluation. Investigation results the rhythm was analyzed by nkc. The investigation confirmed the typical conditions for vt were not met. Specifically, 1) the rr interval did not shorten 2) the qrs did not change width and 3) the qrs shape change was not recognized i.e. Both normal (n) and ventricular (v) beats were monophasic in the downward position at 16:35. Corrected information: b3. Date of event.

Event description:
It was reported that the central nurse's station (cns) application failed to alarm for vtach when alarm limit is breached. No consequence or impact to patient.